Event description:
Information received by medtronic indicated that the customer reported the pump showed the message of insulin flow block alarm. The insulin pump had not detected the insulin flocked alarm, troubleshooting was performed, and advised the high-pressure test; however, the test was not passed. No harm requiring medical intervention was reported. The customer discontinued using the pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unit passed self test, active current measurement test, sleep current measurement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, displacement test and displacement accuracy test (0.0873). No pump errors, insulin flow blocked alarms, or anomalies noted during testing. Successfully uploaded files on carelink. Successfully downloaded history files, traces, and utilized using thump. No pump error or insulin flow blocked alarms were found in the history files on or near the event date. The bolus amount programmed on 02/18/2024 matches the bolus amount delivered at 04:58:58 with 5.3u delivered, 08:47:25 with 7u delivered, 09:34:02 with 3.9u, 11:02:1 with 5.5u, 12:22:48 with 4.9 u, 16:28:33 with 5u delivered. The total bolus delivered on feb 18, 2024 was 31.6u. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, harness vibrator assembly, battery tube, force sensor, and motor. Test p-cap locks properly into place during testing. The following were noted during visual inspection: scratched case. In conclusion, unable to confirm high bgs. Possible under delivery, rewind anomaly, no delivery alarm and device test failed were not confirmed during testing. No pump alarms, insulin flow blocked alarms, or anomalies were noted during analysis. Pump passed all full functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.